Event description:
It was reported the pt complained that the location/position of her ipg caused her discomfort. Subsequently, the pt underwent surgical intervention where her ipg was removed and replaced. Additionally, during the procedure, the pt's ipg site was moved to a new location. There was no know device malfunction with the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.